Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02206. It was reported that surgery occurred to explant and replace the leads, which addressed the issue.

Manufacturer narrative:
Investigation results will be provided in the final report. Concomitant medical products: model: 3186, scs lead - therapy date unknown.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02206. It was reported that patient experienced ineffective therapy and leads had high impedances. X-rays confirmed that there were kinks in the leads. Additional information was received that patient had fallen several times. Surgery may occur to address the issue.